Manufacturer narrative:
The field service representative inspected the instrument and found one of the hinges, front cover c4 (rohs) was broken. The part was replaced resolving the issue. The hinge, front cover c4 (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the hinge, front cover c4 (rohs) did not identify any trends. A review of the scorecard identified no similar issues related to the architect system, likely cause parts, or discrepant results as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the architect c4000 processing module sn (B)(6) or hinge, front cover c4 (rohs) was identified.

Event description:
The customer reported on an unspecified date, between september or october, the main cover of the of the architect c4000 processing module fell on the hand of the user. It was reported there was no serious consequences as a result of the event and the user only applied ice on their hand. The customer mentioned that the main cover does not hold up when opened and constantly falls off. The cover has already been checked before and adjusted several times, but the problem continues. The problem has been going on for a about 1 year. Upon inspection, the hinge was found to be broken. The hinges were both replaced with spare parts. Test were run of opening and closing the cover, and the instrument is working. There is no report of harm or impact to the user. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete facility name - (B)(4).